Manufacturer narrative:
The sample was received for analysis. The reported cassette leak was confirmed by the sample; however, a root cause could not be determined. Solventum will continue to monitor.

Manufacturer narrative:
The device is pending return to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the sample. A review of the batch record showed this lot met all specifications for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
A user facility reported a 3m¿ ranger¿ blood/fluid warming high flow set leaked at the cassette. No injuries or medical interventions were required due to the alleged malfunction.